Event description:
The following was provided to davol by the patient's attorney: it was alleged that on (B)(6) 2005, the patient was implanted with two davol flat mesh and a non davol sling during an unspecified pelvic procedure. See 1213643-2013-00219, for the other davol device implanted. Attorney's report alleged permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.